Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed fault 23027 on surgeon side cart (ssc) at startup. Fse replaced the master tool manipulator (mtml). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis, and the reported failure (error 23027 along axis 2) was unable to be reproduced but could be confirmed as having occurred via field error logs. A visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that errors had occurred several times and the system prompted them to disable the left master control. Tse reviewed system event logs which confirmed repeated faults reported by the master tool manipulator (mtml) joint 2 on surgeon side console (ssc1). Tse advised customer that the error will persist until the system is repaired. Also, informed that they could disconnect the offending console and use the secondary console to continue procedures, until the system is repaired. Isi field service engineer (fse) to follow up with site to further troubleshoot. The procedure was completing as planned with no reported injury.